Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that their insulin pump had power error detected alarm. The customer¿s blood glucose was unknown. Troubleshooting was performed. It was reported that the power error alarm recurred. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with power supply test failed during self-test during self test due to bad lithium-ion back-up battery and power error detected due to connector resistance issue. Device failed the self test, the sleep current test and active current test. Device passed the displacement test.